Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 9 mmol/l and the sensor glucose was 3.8 mmol/l. The customer stated that insulin delivery was suspended due to sensor values and sensor value that triggered the suspend event was 3.2 mmol/l and threshold/low suspend limit in sensor settings was 3.8 mmol/l. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.